Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy issue first occurred at 11:30pm on (B)(6) 2016. At this time the patient obtained blood glucose results of ¿117 and 168mg/dl¿ with the subject meter, however it was noted that these results were obtained from different sample sites. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient did not mention making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that an unspecified period of time later they developed the symptoms of ¿weakness and sweating.¿ in response to these symptoms the patient self-treated by consuming additional food and/or drink at 11:30pm the same evening. At the time of troubleshooting the cca noted that unit of measure was set correctly on the subject meter. However, the blood glucose results were obtained from different sample sites. The products were requested back for evaluation and replacement products were sent to the patient. Although the blood glucose results obtained by the patient were taken from different sample sites, this complaint is being reported because the patient developed symptoms indicative of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.